Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had detected duplicate pockets in row c. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had detected duplicate pockets in row c. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate pockets in main 2.1, row c. A field service engineer (fse) worked with the customer to assist in removing a pocket from the drawer. A return visit was scheduled to replace the retractor band in main 2.1, which had multiple pockets with duplicates. The station was powered down, and the rear panel of the drawer was removed. The fse disconnected the row board cable from the drawer controller, cleaned the connector, and reconnected the cable. The station was then powered back on, and the hardware testing application was launched. All pockets were removed from the 'a' position, and connections were checked. The station was rebooted, and the fse assisted the pharmacy in recovering all failed pockets and reloading several medications. The pharmacy verified that drawer 2 was now functioning normally. The system functioned as intended after the field service engineer troubleshot the device